Event description:
The reporter did not provide any specific info on the reason for the return of a posey bcs. No pt injury reported. Inspection of the canopy by posey shows that a large window a the zippers slider body is open.

Manufacturer narrative:
Evaluation results: (other) - large window a the zippers slider body is open. The front side a the literature bag slider is missing. Left side d the left leg has elastic that is ripped. Conclusions: no conclusions can be drawn.